Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said that since their date of implant she hasn't had therapeutic relief from her spinal cord stimulator (scs). The patient said that she has a tumor on her left side by her 7th rib and she feels the stimulation on her right side and her stimulation caused pain by her heart. The patient said that if she lays on her left side at night she wakes up because of the pain. The patient said that she typically keeps her stimulation turned off because of the pain in her chest. The patient said that her stimulation hasn't been right since the day she was implanted, and she has worked with several manufacturer representative(rep) who have reprogrammed her scs several times, but have never gotten it right. The patient is considering having it removed since it doesn't give her therapeutic relief. Additional information was reported that the patient has spoken to multiple people to try and fix the patient's problems, but nothing helped. Not having therapeutic relief has not been resolved. The patient stated it causes them pain from the battery in their back, and it vibrates around their heart and down their legs. No further information was